Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan alleging her onetouch ping meter was reading inaccurately high compared to her feelings/ usual results. The patient alleged obtaing a reading of "440mg/dl" on her lfs meter. There is no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.